Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. Initial reporter phone: (B)(6). (B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was attempted to be performed; however, the balloon lumen was occluded, likely due to dry contrast and saline, and could not be unblocked. A microscopic examination of the balloon found a pinhole over one of the ro markers. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the manner in which the device was handled and manipulated, the amount of strength applied to the device, and/or the interaction between the scope and device, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Boston scientific corporation received an unauthorized return of a maxforce biliary dilatation balloon. It was found that the balloon had a pinhole, and the inflation lumen was blocked. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.